Event description:
One week following a taxus express2 drug eluting stenting treatment procedure, the patient presented with severe chest pain. 2003, elective percutaneous coronary intervention was performed on the left anterior descending stenosis with implantation of a 12 mm x 3.5 mm taxus express2 drug eluting stent. The implantation was guided by intravascular ultrasound and the stent was further expanded to a final diameter of 4.5 mm. The patient had been given a loading dose of plavix one month previously, and was subsequently maintained on aspirin 75mg/day. Plavix 75mg/day, a betablocker, diuretics, digoxin and a statin. Two weeks later, the patient developed severe chest pain. Electrocardlogram revealed 4.5 mm st elevation in the pericordial leads. Angiography demonstrated thrombotic occlusion of the taxus express2 drug eluting stent. This was treated by percutaneous coronary intervention and again was checked by ivus. Subsequently, the patient was treated with an abciximab bolus and infusion for 12 hours. The patient was discharged on low molecular weight heparin for two months. No additional information is available at this time.